Manufacturer narrative:
D9: 11/5/2025. H6: codes were updated. One device was returned for investigation. The reported issue was: "temperature was not accurate intermittently and tubing fell off while the unit was on and working." The reported issue was unable to be replicated. Visual and functional testing was performed. Upon further investigation visual inspection found parts damaged: aux seal. Calibrated the unit, performed pvt, conducted an electrical test, and ran 40-minute and 15-minute runtime tests. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause of the reported issue is unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature was not accurate intermittently and tubing fell off while the unit was on and working which created a mess of fluid on the floor. The unit was not dropped there was no delay of therapy. There was no patient involvement and no patient harm reported.